Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and has had chronically high thresholds for over a year. The ra lead also was reported to have had chronically low p waves and occasional undersensing in the atria. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated apparent explant damage. The lead has been stretched various locations so the inner tubing buckled and prevents the helix from functioning properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.